Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and fracture of the right ventricular (rv) lead. The lead remains in use and intervention is planned to turn the lead off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was reprogrammed.